Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: one drill/tap and screw guide with post (part 03.613.001 / lot 3336811) was received. Upon visual inspection of the complaint device, it can be seen that the position pin of the drill and screw guide has completely broken off. The balance of the device appears to be in good working order. The root cause as to why the tip broke off could not be determined; as inferred from the complaint description, the breakage was noticed prior to the actual surgery, but the circumstances leading to the complaint condition are unknown. Most likely, a high applied mechanical force was placed on the device and caused the breakage of the pin. The complaint condition is confirmed. The device is part of the vectra, vectra-t, and vectra-one system for anterior cervical plating for spinal fusion. The dts guide is used for insertion of fixed or variable angle screws onto the plates and acts as a stop to limit drilling depth. Additionally, the dts guide may only be used for soft tissue protection. If the dts guide is used for tissue retraction, the dts guide may break and could potentially harm the patient. The associated drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to the complaint conditions mentioned above. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the surgical delay associated with this case was thirty (30) minutes in length.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device actually broke. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 27.jan.2010, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill tap broke during a procedure that took place on (B)(6) 2015 it was discovered that the tip of the drill tap and screw guide was broken and the device could not be used. There was a surgical delay of unknown length while another instrument was delivered from a set at another hospital to complete the case. The surgeon informed the sales consultant that the instrument had reportedly broken three or four few months ago and the former sales consultant assigned to the hospital had failed to report it and was no longer with the company. The sales consultant had no further information about the complained device or the circumstances that led to the breakage that had occured on an unknown date. This report is 1 of 1 for (B)(4).